Event description:
The biomedical engineer (bme) reported that the gz telemetry transmitter is having power issues and it will randomly shut off. They were testing it himself with brand new batteries, and the unit will work for a little bit, and then will randomly shut off. Tech support made them aware, we will be sending sw: 02-71 as the software since we cannot send anything lower. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the gz telemetry transmitter is having power issues and it will randomly shut off. They were testing it himself with brand new batteries, and the unit will work for a little bit, and then will randomly shut off. Tech support made them aware, we will be sending sw: 02-71 as the software since we cannot send anything lower. No patient harm was reported. Investigation conclusion: the customer reported that a device (gz-130pa, sn: (B)(6) was experiencing power issues and would randomly shut off. An exchange unit was sent to the customer, and the complaint device was returned for evaluation. The evaluation noted evidence of liquid exposure, but the reported issue was not duplicated during testing. As such, a definitive root cause cannot be established. It's possible that liquid exposure could have resulted in transient malfunction. The operator's manual warns the user to check for liquid exposure before use and to not use the device if liquid has spilled into the device. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, as it is unknown if the device was in patient use and used with another device or not. D10 concomitant medical device. Additional information: b4 date of this report, d9 device available for evaluation, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type? H3 device evaluated by manufacturer , h6 event problem and evaluation codes, h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the gz telemetry transmitter is having power issues and it will randomly shut off. They were testing it himself with brand new batteries, and the unit will work for a little bit, and then will randomly shut off. Tech support made them aware, we will be sending sw: 02-71 as the software since we cannot send anything lower. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the gz telemetry transmitter is having power issues and it will randomly shut off. They were testing it himself with brand new batteries, and the unit will work for a little bit, and then will randomly shut off. Tech support made them aware, we will be sending sw: 02-71 as the software since we cannot send anything lower. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, as it is unknown if the device was in patient use and used with another device or not. D10 concomitant medical device.